Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous below the knee vessel. A 1.5mm x 20mm x 142cm coyote es was advanced to the lesion. The balloon was inflated however it ruptured at 12 atmospheres on the first inflation. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter with no original packaging or other devices. There was contrast and blood in the inflation lumen. The balloon was tightly folded. The inner shaft was buckled 15.3cm and 19cm from the proximal balloon bond. The distal tip was damaged. The shaft and balloon were microscopically examined and revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined; scratches and a pinhole in the balloon wall at the distal edge of the markerband were revealed. There was balloon material lifted around the pinhole with scratches at the top, bottom and right of the pinhole. Microscopically examination presented no irregularities in the balloon material or the ro marker that could have contributed to the pinhole. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous below the knee vessel. A 1.5mm x 20mm x 142cm coyote¿ es was advanced to the lesion. The balloon was inflated however it ruptured at 12 atmospheres on the first inflation. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.